Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the user of the balloon dilator heard a pop and they realized the casing had broken. The issue occurred during a therapeutic colonoscopy. There were no reports of patient harm.